Manufacturer narrative:
The investigation into the reported, via registry, access site bleeding has completed. The root cause is access management. The pressure applied was not sufficient to achieve hemostasis. Due to this, the blood product replacement was necessary. The failure mode will be monitored and trended.

Event description:
A patient was admitted to a medical center in (B)(6) suffering from and acute myocardial infarction and vf storm. She had an impella cp and ECMO inserted for support. The ECMO had been placed first and impella followed. The patient was successfully supported for over 5 days when the pump was explanted. Months later the patient support was reviewed per a registry enrollment. The registry in japan noted that there was an impella access site bleed that was treated by a manual hold and blood product infusion in excess of 2 units of blood replacement.